Event description:
While running impedance tests accurate results could not be obtained. The programmer displayed a "???" Message. The pulse width and amplitude were increased and the tests re-done. Some normal results were obtained. The device was reprogrammed around the abnormal combinations and the patient received therapy.